Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported clip entanglement in the chordae in this incident could not be determined. The reported inability to open the clip appears to be a result of user technique/procedural conditions. Furthermore, it was determined that user error likely contributed to the slda, as the clip was deployed without performing leaflet assessment. The reported patient effect of worsened pericardial effusion was likely a result of patient/procedural conditions. The reported hypotension was likely a symptom/secondary effect of the pericardial effusion. The reported patient effects of pericardial effusion and hypotension, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. It should be noted that the mitraclip instructions for use states: use echocardiographic imaging to verify insertion of both leaflets and satisfactory grasp by observation of: leaflet immobilization, single or multiple valve orifice, limited leaflet mobility relative to the tips of both clip arms, adequate mr reduction. In addition, the following warning is provided: an improper grasp will allow one or both leaflets to move freely. Closing and deploying the clip in this situation may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mr and may result in an slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the clip caught in the chordae and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had a pre-existing pericardial effusion. The first clip delivery system (cds) was successfully implanted, reducing mr to 2. During advancement of a second cds (70510u220) to the mitral valve to further reduce mr, the pericardial effusion worsened. As the clip was being advanced, the clip got caught in the chordae and could not be removed; as a result, grasping was performed on the anterior and posterior leaflet along with the chordae. The lock lever cap and gripper lever cap were removed, and at this point the patient's blood pressure dropped. Medication and a balloon pump were used for treatment. Pericardiocentesis was performed to treat the effusion. After treating the effusion an attempt was made to open the clip to attempt to remove it from the chordae however, the clip did not open. The decision was made to deploy the clip with the chordae grasped, without performing leaflet assessment. The clip then detached from the anterior leaflet and remains attached to the posterior leaflet and chordae (slda). There was no further reduction in mr, mr is at a grade of 2. The patient is doing fine and is stable. No additional information was provided.